Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a temperature (temperature issue) issue. The reporter state the patient complained the pump was hot to the touch at times. The reporter stated the battery cap and battery compartment had "a strange substance" of whiteish-tanish color on them; the reporter claims the substance of which she spoke was not corrosion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted areview of the device history record for this pump and confirmed that it was operatingwithin required specifications at the time of release. If the device is returned, anevaluation shall be completed and a supplemental report will be filed. Noconclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/13/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows no activity outside normal use. Several "low battery" warnings were observed due to normal battery wear. The battery was not returned with the pump for investigation. The battery compartment and battery cap are intact with no damage or moisture ingress observed. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The complaint could not be confirmed or duplicated on investigation.